Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the mildly tortuous and non-calcified right coronary artery (rca). After pre-dilating the lesion using a 2.5mm balloon catheter, a 16 x 2.50mm promus premier¿ drug-eluting stent was advanced to treat the target lesion but failed to cross. The lesion was pre-dilated again with the same balloon catheter but still the promus premier¿ could not cross the lesion. The device was then removed and it was noted that the edge of the stent was lifted. Subsequently, another guide wire was delivered and a 2.5 x 16mm promus premier¿ drug-eluting stent was successfully implanted. No patient complications were reported and the patient's status was good.